Event description:
MFR rep reported devices removed in 2003 due to infection. Pt was implanted again in 2004. The device was explanted but not returned to the MFR for anlaysis. A follow-up report will be sent if additional info is received.